Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the customer reported issue. Functional testing revealed the rack gear flipper was improperly installed. Device was repaired by installing the rack gear flipper properly. The pump passed all the testing following the repair.

Event description:
It was reported that the pump is giving the message, "check syringe plunger sensor." There was no patient involvement.